Event description:
It was reported that on (B)(6) 2018, a 23mm trifecta gt valve was implanted during an aortic valve replacement. On a later date, it was determined that the valve had significantly deteriorated. The patient reportedly suffered from significant health issues. A transcatheter aortic valve was implanted. The patient status was unknown.

Manufacturer narrative:
B3 - date of event is estimated. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve deterioration on unknown date after implant and intervention was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.